Event description:
No new information.

Manufacturer narrative:
1. No sample was returned, no defective picture was returned from the customer. 2.review batch record information, 1) the complaint lot#2263541was produced in the prn automatic assembly line, the production date is 2022-11, and the m860 packaging machine was packaged in 2022-11, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3.performed leakage test on the retained sample of complaint lot, put the retained sample connect to the standard luer, then inject water by standard pressure system. To check whether leakage on the retained sample. Test result: the retained sample can be connected to the standard luer smoothly, and no abnormality was observed, the result is pass, attachment1 -test report of retained sample. 4. Due to no sample was returned and no defective sample was returned, the detail defect cannot be identified, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd prn adapter had cracks and was loose. The following was translated from chinese to english: the patient came to the hospital on (B)(6) for routine maintenance of the central venous catheter. When connecting the heparin cap to the central venous bile duct, it was found that the heparin cap could not be tightened. Upon examination, it was found that there were small cracks in the thread of the heparin cap, which caused it to not be tightened. Immediately replace the heparin cap with a new one for smooth connection.